Event description:
A user facility reported that a dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. There were no lots delivered from the reported catalog number during this time frame. The search was then extended to find the last delivered lot with the reported catalog number. The search did not yield any results. Therefore, a lot history review, or a lot record review could not be performed. The lot trend could not be evaluated as a specific lot number was not provided.

Event description:
A user facility reported that a dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.